Event description:
The customer alleged that the temperature light was not working for the first three loads. He reported that the disinfectant seemed cooler than their other washers. The customer stated that he reset the wash time to 12 minutes on load four, but stated that loads one through three may have been used on patients. He reported that they do "call backs" on all patients and there have been no reports of injury/illness. The asp clinical care reviewed the disinfectant protocol with the customer. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse replaced microprocessor board. The fse ran an empty cycle. Unit meets specifications.